Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one lutonix 035 drug coated balloon was received for evaluation. During visual evaluation, kinks were noted to the catheter shaft. The patency of the guide-wire lumen was tested using an in-house guidewire and was able to insert without issues. The balloon was able to insert and retract through an in-house introducer sheath without issues. No other functional testing performed. Therefore, the investigation is unconfirmed for the reported guidewire advancement issue, as the balloon was able to insert and retract through the in-house guidewire without any issues. However, the investigation is confirmed for the identified material deformation as kinks were noted to the catheter shaft. A definitive root cause for the reported guidewire advancement failure and identified material deformation could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an angioplasty procedure, the drug-coated balloon allegedly got stuck on the distal part of the wire and could not advance to the designated vessel. The procedure was completed with another device. There was no reported patient injury.